Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. Given the advanced degree of battery wear, it was not possible to interrogate the device.the device remains in use. No patient complications have been reported as a result of this event.